Event description:
Customer reported the device was broken. This is report 1 of 1 for #com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the device gearbox was faulty, with no drive, badly worn drive shaft and bearing cover missing. The device was repaired and returned to customer on (B)(6) 2013.